Event description:
The laser system has the following problems: "the diode chiller started making a loud rattling sound and would not complete the start up sequence".

Manufacturer narrative:
We are waiting for additional information from the distributor.